Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a ruby coil, a lantern delivery microcatheter (lantern) and a 4f catheter. It should be noted that the patient's anatomy was moderately tortuous and moderately calcified. During the procedure, the physician experienced resistance while advancing the first ruby coil through the mid-shaft of the lantern. Despite the resistance, the physician was able to advance the ruby coil into the target vessel; however, the ruby coil was not taking its intended shape. After multiple attempts to retract the ruby coil, the coil unintentionally detached. Therefore, the lantern and the ruby coil were removed together from the patient, and the ruby coil was flushed out of the lantern. The procedure was completed using a new ruby coil, five pod packing coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned ruby coil confirmed that the embolization coil was detached. Evaluation revealed that the stretch resistant (sr) component was fractured. If the ruby coil is retracted against resistance, damage such as a sr component fracture may occur causing the embolization coil to detach during the procedure. The reported patient's mildly tortuous and mildly calcified anatomy may have contributed to the resistance during the procedure. Further evaluation revealed kinks on the pusher assembly, offset coil winds and the pull wire advanced distal to the pusher assembly distal detachment tip. This damage is incidental to the reported complaint and may have occurred due to manipulation against resistance or during packaging for return to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.